Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately calcified and very tortuous proximal circumflex artery. A 2.25x16mm promus premier¿ stent was selected; however the device was unable to cross the distal lesion. When the device was removed, it was noted that the stent came off from the balloon. The physician was able to rewire the artery. Dilatation was performed using an unspecified balloon catheter and the procedure was completed. No further patient complications were reported and patient¿s status is stable with timi 3 flow.